Manufacturer narrative:
(B)(4). One used 'y' set was received with no cap on spike and blue-tip on drain port and 'y' assembly in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The spike was connected to different lab ports with no issues noted. The drain port was connected to the spike and no issues noted. Bag was pillow tested with no leaks noted. During visual inspection no abnormalities were noted. The returned sample returned did not show any connection problem or evidence of leakage. The complaint could not be confirmed in the lab. The complaint was unable to be duplicated either under lab conditions with the returned sample. Therefore, the root cause of the complaint could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter (B)(6) to report that after connection of the set to an extraneal bag, the connection was not tight and would easily become loose. The issue was realized during product training. There was no patient involvement reported.